Event description:
It was reported that the patient underwent a revision procedure to remove two (2) broken 6.5mm diameter pedicle screws from l5 and s1 respectively. The screw fracture was approximately 20mm from the tip of the screw, in the body of the threaded portion. No add'l info has been provided to date.

Manufacturer narrative:
Attempts to obtain add'l info, including date of implantation and revision, part and lot identity and availability of product for evaluation have been unsuccessful. Without part and lot identity review of manufacturing history and lot specific complaint history could not be performed. Review of complaint history for all part numbers in the slxxxxx family of s-lok polyaxial screws did not reveal a trend for reports of this nature. No conclusions could be drawn as no device or part/lot number was provided. Should add'l info be rec'd a f/u medwatch report will be filed as appropriate.